Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# :unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial began (B)(6) 2020. It was reported the trial patient was being treated for an infection. They hardly had any pain, but were a little stiff. Two days later, they reported they leaked more the past 24 hours than they had the previous day. There were no device issues or further patient complications reported at this time.